Event description:
It was reported that a small volume intermate underinfused. The device was filled with 2 mu of colistimethate in 54 ml of 0.9% sodium chloride. The expected infusion time was approximately 32.4 minutes; however, after two hours solution remained in the device. The device was disconnected and no flow was observed. The patient was to complete therapy at the hospital. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014-november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.